Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of 206 mg/dl and 96 mg/dl within 1 minute on the compact plus system. No adverse event reported. The alleged product is not available to return for evaluation.